Manufacturer narrative:
Photographic evidence confirmed the reported issue. The damage occurred near the zip tie. The indigo mains cable is secured by a cable wrap and held with a zip tie to prevent pinching between the bed¿s moving mechanisms. The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Manufacturer narrative:
Photographic evidence confirmed the reported issue. The damage occurred near the zip tie. The indigo mains cable is secured by a cable wrap and held with a zip tie to prevent pinching between the bed¿s moving mechanisms. Post-market surveillance data indicated that the indigo mains cable may become damaged when a segment of the cable wrap is compressed, resulting in a cut to the power supply cable. This failure was not replicated during arjo testing or any other of the (B)(4) products in the field, which had the same modification completed. This failure was identified at one customer site and therefore is considered an isolated occurrence. This complaint remains a part of complaints monitoring process. The failure rate is low, estimated at (B)(4), which equates to approximately 2 failures per (B)(4) units. The product failed its performance requirements because the mains cable was damaged and contributed to the incident. There is no indication that the product was used for patient treatment or diagnosis. The complaint was assessed as reportable due to evidence of sparks and burn marks on the indigo module¿s power supply cable (intuitive drive assist). No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Event description:
Customer reported that there was a spark heard from the bed that caused the short circuit/power trip from the hospital¿s main power supply. Upon further inspection a burnt marked and small cut on the indigo cable was found. The bed power cable fuse was blown out. There was no indication of patient involvement. No injury was sustained. The affected defective parts were replaced. Functional test confirmed that bed and indigo module were working as intended.